Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinical support specialist reported that a hemodialysis (hd) patient experienced a headache and felt ¿very tired¿ (malaise) following completion of hd therapy [date(s) not provided]. The patient reportedly felt these symptoms after dialyzing with a fresenius optiflux dialyzer. Consequently, the user facility trialed the nipro elisio dialyzer and the symptoms disappeared. The patient had previously utilized a baxter revaclear dialyzer for treatment, when they were being treated at (B)(6). Upon follow up with the clinic manager (cm), it was reported that the patient has continued to utilize the nipro elisio dialyzer with no further complaints of headache or malaise. Multiple attempts have been made to obtain additional information from the cm, related to the reported event. At this time, no further information has been provided.

Manufacturer narrative:
Correction: follow-up (fu) #1 was missing a g4 date. The date the clinical investigation was completed was 12/30/2019 (transcription error).

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot or catalog number was provided for this complaint, a search was performed to obtain all lot numbers delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Sixteen lots were found to have been delivered in this time period. A production records review was performed on the reported lots. One of the identified lot numbers had a reported complaint. The complaint addressed an internal blood leak and was unrelated to the reported complaint event. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on one of the identified lots and the dn was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between hd therapy utilizing the optiflux nre dialyzer and the serious adverse events of headache, malaise, hypersensitivity and/or allergic reaction. The definitive etiology of the events is unknown; therefore, causality cannot be firmly established. However, given the patient¿s complaints post-treatment, and the favorable response to the nipro elisio dialyzer; a possible causal or contributory role cannot be excluded. Based on the information available, the optiflux nre dialyzer cannot be disassociated from the events. While uncommon, hypersensitivity reactions are known to occur with the use of optiflux dialyzers. Furthermore, the product was discarded and is unavailable for manufacturer investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.